Event description:
The customer called to report frequent no delivery and motor error alarms. The reported blood glucose reading at the time of the call was 224 mg/dl. The customer also stated that the drive support cap was protruding from the case. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a flush/loose drive support disk. The insulin pump alarmed motor error during the basic occlusion test and was unable to prime during the prime test due to the flush/loose drive support disk. Unable to perform the no delivery test due to the prime anomaly. The insulin pump alarmed after the battery change due to a broken solder joint.